Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint as no product has been returned to date. After evaluation it was not possible to determine the root cause of this complaint. However, the manufacturing process and equipment parameters were reviewed, and it was identified that all controls are in place to prevent this non-conformance during assembly. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Raw material was confirmed to be according to specification and the assembly configuration was shown to be performed as required per specification. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file the process failure mode effects and criticality analysis (pfmeca) document indicated that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects because of this incidence. Notification was performed to manufacturing personnel present on the date of notification for them to be aware of this issue. Medtronic will continue to monitor for future occurrences and trends. Additional information b5: medtronic received additional information that the customer thought that the scum was probably a broken piece of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the connector inside the circuit was damaged. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the hard connector at the tip of the circuit that exits the oxygenator outlet had cracked into small pieces. There was no damage to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same box/shipping container were damaged medtronic received additional information that the connector was not completely broken off. It was cracked and broken into tiny pieces and something like scum was falling.